Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized. The customer had pneumonia and blood glucose levels were high. She was unsure if her blood glucose levels increased because she had pneumonia or because of the insulin pump. The customer's blood glucose level was 207. The product was not returned. Nothing further to report.